Event description:
Per the clinic, the patient fell and hit his head on the side of the implant. An infection and pus were found when the physician was suturing the wound and the implant was ¿moved¿ to remove the pus. More information has been requested, but was not available at the time of this report.